Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be torn resulting in the overall length of the soft cannula to be measured out of specification. The downloaded data shows no signs of a struggle or pulse width increase. No other defects or damages were found with the device. Cause and timing of the observed damage to the exposed portion of the soft cannula could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 397 mg/dl, while wearing the pod between 4 and 24 hours on the hip/buttocks area. A manual insulin injection using a pen was administered to treat the hyperglycemia.